Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to infection. The infection occurred following treatment of a hematoma. The infection was treated with antibiotics following the treatment of the hematoma. A new tactra penile prosthesis was implanted.